Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported that approximately two years post port implant, the patient presented to the emergency room with coughing and a syncopal event. It was further reported that CT angiogram demonstrated that the tip of a port catheter had allegedly broke and migrated to the right ventricle. Reportedly, the patient was admitted to the intensive care unit and the port catheter and fragment were removed. During the removal procedure, the patient experienced cardiac arrest; however, the patient recovered and was observed for twenty-four hours. The patient was reported as stable, ambulatory, and was discharged home.